Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off at her last appointment in 2010. The patient was told that 'one of the probes was not working.' Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: na product type extension; product ID 3093-28, lot# v015099, implanted: (B)(6) 2007, explanted: na product type lead; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).